Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr. The tavr valve was unable to be implanted and was therefore removed which caused the vessel to rupture. A coda balloon was inserted into the aorta to minimize bleeding in the leg while it was repaired. After the vessel repair the coda was deflated and the patient crashed again, this time the coda balloon perforated the aorta and caused significant blood loss. The patient expired several hours later. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).